Event description:
It was reported that the right ventricular lead exhibited noise in (B)(6) 2018. The noise was not reproducible in clinic. Capture and sensing was normal. No patient symptoms were reported. The clinic has opted to continue monitoring the patient.